Manufacturer narrative:
H4: the lot was manufactured from december 23, 2020 - december 24, 2020. H10: the actual device was not available; however, a photograph of the sample along with a video was provided for evaluation. Visual inspection was performed on the video which observed a leak at the spike port bonding area. The reported condition was verified on the video sample. The cause of the condition could not be determined, however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking (from the middle port). The leak was discovered after filling the bag with unspecified solution. There was no patient involvement. No additional information is available.